Event description:
Customer requested assistance with making sure her insulin was being delivered after changing her settings. The customer's blood glucose was 430 mg/dl. She stated she had treated her blood glucose with a manual injection. The customer also stated she was having symptoms of high blood glucose such as nausea, thirst, and a headache. The customer was assisted with making sure insulin was being delivered through a fill cannula. Customer also reported a no delivery alarm. The customer stated the alarm was resolved with a complete infusion set change. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).